Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Unable to reach calibration temperature) expected 6 actual 30.1. Troubleshot t4 was 4.7 degrees. Replacement mixing pump was ordered. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed for calibration error 80(water check time out, unable to reach calibration temperature) expected 6 actual 30.1.